Event description:
It was reported that the patient presented to the emergency room (ER) after receiving two inappropriate shocks for t-wave oversensing (twos). The device was subsequently interrogated, and no performance issues were noted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.